Event description:
It was reported that the patient had critical potassium (2.5), calcium (5.7), and lactic acid 5.3) levels on (B)(6) 2021. The patient was given potassium replacements with a goal of keeping potassium above 4 and magnesium above 2. This issue was considered resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the bedside nurse experienced the subject repeating "okay¿ inappropriately to conversation with bilateral eyes gazing to the right upper field, then the left upper field. The subject began having seizure-like activity across all extremities, which subsided after less than 1 minute. The patient awoke but was lethargic with garbled speech. They were able to state their name, date of birth, and location appropriately. They had a new left facial droop and left upper and lower extremity weakness. Stroke alert protocol was called, as well as rapid response. A computerized tomography angiography (cta) scan was performed on the brain and neck, and a CT of the brain/stroke alert without contrast was done. A CT perfusion/stroke alert was also done. CT scan results showed no acute hemorrhage or core infarction and well as no evidence of acute ischemic changes or mass lesions. Modified rankin scaling was done, and the results were 0 with no observed neurological symptoms. The patient had another seizure activity on (B)(6) 2021. An electroencephalogram (eeg) was performed on (B)(6) 2021. The eeg was done in an ICU setting and was abnormal due to mild generalized slowing and poorly formed sleep markers. The results showed no seizures and no clearly epileptiform activity. Medications were changed and the patient¿s seizure activity ceased. On (B)(6) 2021 the patient developed acute blood loss anemia, although they had no bleeding; it was noted that the patient had iron deficiency anemia prior to their implant. They were given packed red blood cells (prbcs) and platelets as needed, and later developed thrombocytopenia, for which they were given additional platelets. The patient also developed hyponatremia and was put on 2 mg bumex. Additionally, the subject had atrial tachycardia with rapid ventricular rate or response (rvr). It was noted that they had a pre-lvad history of atrial flutter. An electrocardiogram (EKG) was ordered, which showed atrial flutter. Due to a risk of torsades the subject was placed on intravenous (IV) amiodarone. A high frequency of premature ventricular contractions (pvcs) was seen and the patient remained on amiodarone. The arrhythmia did not result in clinical compromise. On (B)(6) 2021 they received another 2 units of prbcs for a hemoglobin of 6.7. On (B)(6) 2021 the subject¿s feces test came back positive for lactoferrin. They were started on linezolid, mica, and zosyn (4.5 gm x7 days). On (B)(6) 2021 the patient developed left extremity edema from volume overload. Their fluid intake was to be monitored. On (B)(6) 2022 the patient experienced leukocytosis with no fever. No cause was discussed and there were no changes to medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of neurologic dysfunction, anemia, thrombocytopenia, arrhythmia, infection, and other patient-related conditions could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed six transient low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The patient¿s neurologic dysfunction, anemia, arrhythmia, hyponatremia, infection, and edema all resolved without sequelae on (B)(6) 2022. The patient¿s thrombocytopenia resolved without sequalae on (B)(6) 2022. The controller event log file contained data (B)(6) 2021. Six transient low flow hazard alarms were captured (B)(6) 2021. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the low flow alarms; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists other neurological events (not stroke-related), bleeding, thromboembolism, arrhythmia, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also provides suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, cate instructions in regard to preventing infection are addressed in several sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.